Event description:
After undraping the pt during a lead implant procedure for ons ((B)(6)), it was reported the leads had protruded through the skin. The devices were removed due to risk of infection, and the procedure was aborted. Follow-up on this matter found the pt has undergone a subsequent surgical procedure to implant new leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.